Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 223 mg/dl, 268 mg/dl and 291 mg/dl within 10 minutes. (Within lifescan criteria for precision) no medical attention was received. No symptoms reported. The customer care representative performed troubleshooting and the pt was using the incorrect blood application technique. However when the contorl solution test was done twice it was not within range. There is therefore indication that the product malfunctioned.